Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported separation; however, the reported delay to treatment/therapy, hospitalization and unexpected medical intervention appear to be related to circumstances of the procedure. The reported patient effects of hypotension, myocardial infraction and obstruction/occlusion are listed in the coronary dilatation catheters (cdc), trek rx, instructions for use as known patient effects. A conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the circumflex (cx) coronary artery with no calcification and no tortuosity. The procedure was completed with a 3.0x12mm trek balloon dilatation catheter (bdc); however, during removal the balloon became separated in two pieces inside the patient's body; therefore, a stent was used to trap the balloon portion. It was noted that the patient became hypotensive, developed a st elevated myocardial infarction and cardiogenic shock; therefore, a a heart pump was used and the patient was hospitalized for 7 days. There was a delay in the procedure and the patient was hospitalized. No additional information was provided.